Event description:
It was reported, the video system center had an e333 error that appeared. The issue occurred during preparation for a diagnostic laparoscopic surgery. There was no patient involvement.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: d9. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The event was unable to be confirmed as the device was not returned to olympus. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Correction: d9 - device was received - 15 aug 2024. H6: (type of investigation code: 10) & (investigation conclusion: 4315). This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the reported event was of "error message e333" was not confirmed nor was any malfunctions found that may have contributed to the issue. As such, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.